Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error then it showed an open book image. The customer¿s blood glucose was 200 mg/dl. Customer stated that the insulin pump was not turning on anymore. Customer was swimming. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No critical pump error (open book image) alarm noted during testing.